Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Visual evaluations of these photos were performed; the images 1, 2, 3 and 4 showed a part of one palindrome - rt catheter, in these photos were not observed any detached of the adapter from the extension lines, also the part of the catheter showed signs of use (remains of blood in the extension and catheter was cut below the hub). In the other three images it was appreciated one package of the extending lines and other of the sealing caps; this packages was observed closed, however with the pictures provided, the detached of the adapter from the extension lines could not be found. Based on the information, the device functioned as intended for an undetermined amount of time and no deviation was identified prior to use. It can be concluded that the product was manufactured according to specifications. Therefore, the most probable root cause could be considered as customer handling (disconnection was more likely caused due to excessive force or an incorrect connection during use). No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis the device¿s arterial luer adapter became detached from the(bionic) extension lines. The luer adapter had to be reconnected on the arterial line. It was suspected that the patient was disconnecting the arterial lines. No patient injury.